Event description:
It was reported by the customer that their st holster is giving multiple error codes and then the unit will shut down. They rec'd l3-018, l3-017, l3-003, l3-002, l3-007. They changed probes several times from different lot#'s and the error codes persisted. There was no pt consequence reported.